Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during pulse testing) has been confirmed. Upon investigation the monitor was drawing excessive current and failed a pulse test. The cause for the failure was isolated to a shorted +5v power supply in processor u409 on the computer/analog pca. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor reset during a pulse test.